Manufacturer narrative:
Inspection of the device also found that the switch did not function due to damage to the printed circuit board, the connecting tube coating was peeled, buckled, scratched and wrinkled due to handling, the plastic distal end cover was dented due to handling, the light guide lens was cracked due to handling, the adhesive around the light guide lens and objective lens had a white-cloudy area, the image guide protector was damaged due to handling, switch one was damaged and deformed due to physical stress, water removal ability did not meet the standard value due to clogging of the nozzle, the adhesive on the bending section cover had a crack and white cloudy area, the connecting tube was scratched, discolored, and buckled due to handling, the objective lens was scratched due to handling, the universal cord was scratched due to handling ,the forceps channel port was shaved due to handling, the paint on the suction cylinder and air/water cylinder was peeled due to stress from reprocessing, the control unit had discoloration due to handling, the electrical connector had corrosion due to water leakage, the bending section cover had discoloration due to handling, and the grip was scratched due to handling. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope switch 1 does not work. The device was returned for evaluation. During the device evaluation, foreign material was found in the nozzle. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.